Manufacturer narrative:
E1: name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced an insulin flow blocked alarm leading to high blood glucose of 267 mg dl and was treated with insulin delivery via pump on (B)(6) 2026.